Event description:
Initial sodium result 114 mmol/l and potassium result 3.2 mmol/l. Same sample repeated gave result of 135 mmol/l for sodium and 3.8 mmol/l for potassium. A different sample drawn at the same time as the initial sample was also tested, and gave results of 136 mmol/l for sodium and 3.9 mmol/l for potassium. Two new samples were also drawn from the same patient and both samples gave results of 136 mmol/l for sodium and 3.9 mmol/l for potassium. The initial results were reported, patient not adversely affected. The field service representative determined there was a problem with the air/dry mix pressure adjustment. The instrument was repaired.